Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, the customer was getting c-01 messages on the integrated electrosurgical unit (iesu). The technical support engineer (tse) advised customer to power cycle the iesu. Customer managed to cycle the iesu and message was no longer present. Tse did inform customer that the fault could recur. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced integrated electrosurgical unit (iesu) generator to resolve error message c-01. System tested and verified as ready for use. Isi received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Failure analysis could not reproduce the reported complaint. However, a hard u-02 error occurred upon stat-up. The unit will be returned to OEM for repair. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/lymphadenectomy was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with the esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.